Event description:
Reporter called to report a product issue with her inhaler. Reporter stated that the device just goes off by itself after twisting it without pushing the button and now she's almost out of medication. She stated it just keeps going off by itself.